Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Event description:
Boston scientific crm received information that during a device replacement procedure for normal battery depletion, the proximal pin on the right ventricular (rv) lead pulled away from the rest of the lead. Sensing, impedance and threshold measurements all remained good, so the physician opted to continue using the lead. The rv lead remains implanted with the new device. No adverse patient effects were reported.